Manufacturer narrative:
As reported, during implantation of a palmaz genesis stent, the balloon ruptured at 10 atmospheres. The target lesion was in the iliac region and the rate of stenosis was 75%. No patient injury was indicated. The device was properly inspected and prepped and no anomalies were noted. The lesion was crossed with a guidewire without difficulty. There was no difficulty advancing the sds over the guidewire. During its initial inflation the balloon ruptured. The pointer of the manometer oscillated, indicating something was wrong. The stent was not fully opened, requiring the use of another balloon. A powerflex balloon was used to reach the desired diameter. The brand of contrast and contrast to saline ratio used in the procedure is unknown. A syringe manometer was used to inflate the balloon. There were no complications and the patient did not require extended hospitalization. One non sterile catheter sds genesis 8x29mm 135cm pro was received coiled inside a plastic bag. The stent was not received. No other damages were noted. An attempt to inflate the balloon was made and during inflation a burst was found in the distal section of the balloon. Sem results showed that the balloon external surface exhibited evidence of abrasion marks. The balloon internal surface exhibited no evidence of damage. This balloon pinhole failure exhibited no other surface anomalies that could have caused the failure. The marker bands exhibited no anomalies. It was not possible to determine how the abrasion marks were caused. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon burst at/below rbp was confirmed through analysis of the returned device. The exact cause could not be determined. Based on the information available for review, there are vessel characteristics that may have contributed to the burst as evidenced by abrasion marks noted on the external surface of the balloon during the analysis process. Neither the event description, analysis nor the DHR suggest that the difficulty experienced by the customer could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
During the expansion of the balloon of the palmaz genesis stent delivery system (sds), the physician failed to reach the rupture pressure (10 atmospheres). It was necessary to use a powerflex balloon to reach the desired diameter. The pointer of the syringe oscillated, indicating something wrong - rupture. The patient is a male (age unknown). The device was properly inspected and prepped and no anomalies were noted. The target lesion location was in the iliac region. The rate of stenosis was 75%. The lesion was crossed with an aquatrac 0.035 guidewire without difficulty. There was no difficulty advancing the sds over the guidewire. During its initial inflation the balloon ruptured and the stent was not fully opened, requiring the use of another balloon. The balloon did not reach nominal pressure before rupturing. The brand of contrast used in the procedure is unknown. A syringe manometer was used to inflate the balloon. The contrast to saline ratio used to inflate the balloon is unknown. The patient did not require more time hospitalization, there being no complication.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.